Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The patient mother confirmed replacing the humidifier tube with hme around 7:15 and the device was working, by 7:25 ruffly (10 minutes later) she noticed that the screen was totally black. The patients mother immediately turned the power back on. The patient was transported to the hospital in the state of cardiopulmonary arrest. The doctor states the cardiopulmonary arrest was caused by the operational stop of the ventilator. No other patient information was disclosed. The ventilator was returned to the manufacturer for evaluation and the event log was reviewed and it was confirmed that there was no log indicating a device failure. The event log did confirm that the power was turned off due to press of the power button and then delivery of airflow was initiated 10 minutes after. Additional findings: silver frame stickers around buttons were found peeled off, vanity cover assembly was replaced. Since "internal flow verification" at final test results in fail, flow sensor was replaced. The manufacture service center concluded that the ventilation was stopped manually.